Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis, manifested by abdominal pain. The breach in aseptic technique was further described as patient did not wear a mask. The patient was not hospitalized for the event. On the same day as the event, the patient was treated with intraperitoneal vancomycin (2g, weekly) and intraperitoneal fortz (1g, one time) for peritonitis. Therapy was ongoing. The patient was retrained on aseptic technique. Eight days after the event, vancomycin was discontinued. Fifteen days after the event the patient had recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.